Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient experienced soreness at the pocket site due to an infection. The patient underwent an implantable pulse generator (ipg) replacement procedure, was doing well postoperatively and the explanted device was kept by the facility. No further information has been obtained. Cultures were taken and the results are not yet available.